Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a CT guided ascites percutaneous drainage catheter placement procedure. It was reported that during a catheter placement procedure, the catheter was allegedly found fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the clinician was holding the catheter connector, implanted to the patient body where connector was broken and separation was also noted. Therefore, the investigation is confirmed for the reported catheter connector fracture and identified material separation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) ), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a CT guided ascites percutaneous drainage catheter placement procedure. It was reported that during a catheter placement procedure, the catheter was allegedly found fractured. There was no reported patient injury.